Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was over 400 mg/dl with ketones. Customer went to the emergency room (ER) and was subsequently admitted to intensive care unit (ICU). Customer was treated intravenously with fluids of saline and insulin. Issue was resolved and customer was released on (B)(6) 2025. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.